Event description:
Healthcare professional reported right side deflation.device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:analysis of the returned device identified: crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The unit is not deflation.